Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this the patient with implantable cardioverter defibrillator (ICD) had three ventricular episodes where therapy was delivered. A review found that all three appeared to be atrial driven with rapid ventricular response faster than the vt-1 zone of 120 bpm. The device went through the standard therapy decisions and gave anti-tachycardia pacing (atp) and shocks per programming, but the rhythm appeared to be atrial driven. It was further noted that there was noise indicative of respiratory rate trend (rrt) oversensing on the atrial egm and on presenting, however was not being sensed. There was no report of rise in impedances. Programming options were discussed, and the device remains in-service. No adverse patient effects were reported.